Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. The patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given. The patient received loading doses of 81mg of aspirin and 75mg of clopidogrel. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was performed. The native aortic valve was treated with deployment of a 25mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of index procedure, the patient developed lbbb. Electrocardiogram (ECG) was performed was performed as a diagnostic procedure. The event resulted in prolongation of the hospitalization. At the time of reporting the event was considered not recovered/ not resolved. Two days post index procedure, the patient was discharged on clopidogrel.